Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third party service center, the device failed the repair test due to the active exhalation control module and an internal battery charge. The service technician states that the active exhalation control module valve and internal battery were replaced to resolve the test failures. The device passed all final testing. Additionally, the tubing, detachable battery, and detachable battery connector were replaced. The rubber feet are missing, the handle o-ring needs to be replaced, the handle needs to be replaced, the front and rear case are damaged, and the inlet air path is missing.